Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device was not working properly. All components were removed and replaced. No additional information was reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.